Event description:
A doctor reported a system message displayed and there was "no suction" during a procedure. The message could not be cleared. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).